Manufacturer narrative:
The devices were not returned for investigation. No return product evaluation could be completed. The manufacturing record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was deployed for closure. The physician experienced difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The physician had to apply slight compression to get the bypass tube inserted into the sheath. The procedure was completed with this device and the patient recovered fine.

Event description:
As reported: doctor had difficulty advancing bypass tube into valve. The bypass tube kept kicking back out of the valve. He stated he had to compress it slightly to get it to insert.

Manufacturer narrative:
Device is reported not to return. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.